Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarming battery out limit. Customer states the alarm occurred after battery change then while using it for 20 to 30 minutes and then it shuts off. Customer was instructed to insert a new battery in less than a minute and to ensure that battery cap is securely fastened. Customer stated the insulin pump did alarm battery out limit and shut off. Blood glucose value was 320 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected battery out limit alarm, off no power alarm or blank display noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.